Event description:
A nurse reported that a flo-gard infusion pump was blocked. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, a review of the alarm log, battery testing and functional testing were performed. The reported condition was identified in the alarm log as an f-94 alarm. Functional testing also revealed the alarm had occurred. The cause of the condition was determined to be a discharged battery. To correct the condition, the configurations were reset and the battery was recharged. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.